Manufacturer narrative:
(B)(4). Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the complaint cannula tubing was found to be pulled apart next to the manifold. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that this was caused by the tube of the opt944 optiflow + adult nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of the opt944 optiflow + adult nasal cannula was found damaged during patient use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of the opt944 optiflow + adult nasal cannula was found damaged during patient use. There were no reported patient consequences.